Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath and dysfunctional uterine bleeding. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in pfs from may 20, 2019: date of hysterectomy (2013), date of ablation ((B)(6) 2014) and hsg (B)(6) 2014. As it was mentioned that hysterectomy was done: marked device removal as "yes". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: indwelling bilateral essure devices and bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia) were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.